Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was unknown. On an unreported date, the patient was hospitalized for the peritonitis event. Beginning on the day of onset, the patient was treated with fortum injections (2 g, starting dose, and then 500 mg daily, intraperitoneally (ip), duration not reported) and vancomycin injections (2 g, starting dose, and then 1 g every 5th day, ip, duration not reported) for the peritonitis event. Antibiotic therapy was reported to be ongoing. The patient was recovering from the peritonitis event. Extraneal therapy was ongoing. Additional information was requested but is not available. This is report 2 of 3.

Manufacturer narrative:
(B)(4). The reported product is an unknown baxter titanium adapter. This report involves the same patient as in (B)(4). The device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.